Manufacturer narrative:
A company representative examined the system and confirmed that the display was red. The display arm assembly was replaced to correct the issue. The system was also updated to the latest software version. The system was then tested and met all specifications. A sample is expected to return for in-house testing. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance when additional reportable info becomes available. (B)(4).

Event description:
An operating room supervisor reported that the system display screen had a red display instead of the normal color. There was a delay of unk length and the impact on the pt is unk. Additional info has been requested.